Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic due to phrenic nerve stimulation. An interrogation showed there was high and unstable threshold on the left ventricular (lv) lead. It was noted the lv threshold rose over a period of three days. It was also noted there was intermittent undersensing on the right ventricular (rv) lead. The leads were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.